Event description:
It was reported that a patient was feeling stimulation down her leg when her implantable neurostimulator (ins) was off. This pain started happening three days prior to the report after a CT scan. The night prior to the report, the patient was still having the problem so she turned all of the programs down to 0 and turned the device off but still felt a little vibration down her leg. It felt like it was affecting her whole body. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0a1fx, implanted: 2014 (B)(6); product type lead. (B)(4).